Manufacturer narrative:
(B)(4). Additional information requested and received: did the knife move forward enough to cut the tissue? --- no, the knife did not reach the target tissue when the firing stopped. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a semi-open left upper lobectomy, the firing trigger became not be grasped on the way of the 1st firing and the device was locked out when it was used on the pulmonary artery. The triggers were returned to the home position by hand and the device was released. The knife little moved forward. Four or five staples were deployed. There was no bleeding. An e-gia (white) was used to complete the case. There were no adverse consequences to the patient.